Event description:
Boston scientific received information that a red alert was issued for high shock impedance measurements. No adverse patient effects were noted.

Event description:
Additional information was received that this patient underwent a non-invasive programmed stimulation procedure to test the integrity of the shocking system. A maximum energy shock was delivered and the shock impedance measurements were 87 ohms. No further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.